Event description:
The customer reported that while monitoring telemetry patients, six patients dropped off the central for a brief period of time before returning on its own. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer confirmed that the device was working at the time of the initial call. Numerous attempts were made after the initial call to gather additional information, but it was later found that the user who had initially reported the information no longer worked at the facility. At this time, no additional information is available. Should additional information be discovered, a follow up MDR will be submitted in accordance with 21 cfr 803.56. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.